Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss checked and tested the customer¿s unit. The fss replaced the rear panel connector to resolve the errors reported. The footpedal was replaced due to a cosmetic issue. During inspection of the unit, the fss found the vacuum did not build up in irrigation/aspiration in venturi mode, however, the flow rate and vacuum control levels were working properly in the peristaltic pump mode. The account was informed of the venturi mode but customer declined repair due to the venturi function mode is not used at the site location. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported errors (290 and 137) footpedal errors during self test. They rebooted system, reseated footpedal (fp) cable on console end, depressed and released fp pitch multiple times. Biomed could not disconnect cable from footpedal. It was reported that the patient treatment was one (1) hour delayed before backup system was used. The issue occurred prior to the start of surgery. However, they had already given the patient anesthesia and had to give additional doses. Biomed contact person indicated that they attempted to reboot the system without the footpedal connected and once it passed self test they reconnected the pedal, they were able to complete the case. He did not report any complications with the patient.